Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Other UDI: (B)(4) lot number unknown device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Facility phone number: (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery the mandrel of the screw driver was dissociated from the instrument. The surgeon managed to remove the instrument without any issue. No patient impact or delay in surgery was reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing location: (B)(4). Manufacturing date: september 30, 2015. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: one article of screwdriver (part 03.019.025) was received for manufacturing investigation. The article is in a used condition with strong deformation of the two pins at the interface. Contact marks are present but no deformation at the interface. The measurements of the fit between the broken off cap and the locking core shaft have been reviewed; the actual values are within specification. No anomalies of laser-welding seams were found by visual evaluation. The laser-welding seam on the cap is not designed to receive high force or strikes. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that the different parts of the screwdriver were desoldered but not broken. No fragment was generated.